Event description:
Device malfunction: none. Symptoms/ae: stent thrombosis/occlusion/stroke. Time of symptoms/ae: approx 7 days post procedure. It was reported that approx seven days post an uneventful right internal carotid artery (rica) stenting procedure, the pt experienced left-sided weakness, slurred speech and near-syncope. The physician diagnosed a stroke secondary to possible carotid stent thrombosis/occlusion. Treatment was tissue plasminogen activator infusion (tpa). The symptoms resolved within 24 hrs. The pt was discharged home three days later. Although requested, there is no add'l info available.

Manufacturer narrative:
Study report. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this complaint. Stroke and occlusion are known potential adverse effects associated with the use of carotid stents as listed in the device instructions for use.